Event description:
Additional information received reported that the patient did not feel any stimulus. Patient hospitalization was not required. The patient was having good results on program 4 at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va02241, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient fell twice on (B)(6) 2013. It was further reported that the patient 'broke her foot in two places. It was also reported that the patient could 'not stand up properly' following the falls. It was stated that 'the minute' she would stand up that she would 'need to go to the bathroom right away.' It was reported that prior to the falls that the patient seemed 'to be fine.' It was additionally reported that the patient was 'not able to communicate' with her device. X-ray testing revealed that the patient's ankle was 'broken in two places.' The patient was redirected to her health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.